Event description:
It was reported that during a balloon angioplasty procedure, a device separation occurred. The physician advanced a 3.25 x 15mm nc quantum apex monorail balloon catheter to an unknown lesion. During advancement of the device the proximal end of the shaft separated. The procedure was completed with another of the same device. No additional complications were reported. No additional complications were reported the patient's status was reported as okay.

Manufacturer narrative:
(B)(4). Device evaluated by MFR:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).